Event description:
Pt who presented with severe back pain and greater than lower extremity pain brought on with standing and walking was enrolled in a (B)(6) study. Pt was implanted with construct l4 - 5, pedicle screw, locking cap, 3-d head, rod, spacer and chronos beta tcp strip on (B)(6) 2011. Pt returned to surgeon for f/u on (B)(6) 2011. A x-ray showed one of the heads of the pedicle screw at right l4 came off the screw. Surgeon noted construct is in good position, hardware was not removed. Subsequent follow ups on (B)(6) 2011 shows the construct is stable. Surgeon is monitoring the pt. This is 1 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.